Manufacturer narrative:
It is believed that the sound perception reported by the pt can be attributed to a higher than normal quiescent stalic current in the analog chip. This older device configuration is not currently manufactured. Advanced bionics will continue to monitor for failure of this type. If mfg resumes at a future date. Advanced bionics will determine if any additional actions are required. This is the final report.

Event description:
While wearing the sound processor, the pt reportedly experienced sound percept problems. External equipment was exchanged and programming adjustments were made. However, the problem was not completely resolved. In may 2005, the pt was seen by a company repesentative for evaluation. Testing confirmed that the device was functional. In may 2005, the pt again experineced sound percept problems. Surgery to explant the pt's cii device was scheduled.